Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a component failure. It was indicated that a printed circuit board was out of specification electrically. The epg was to scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an unknown component failure. The epg was returned but is no longer serviceable. The epg was to returned or scrapped. No patient complications have been reported as a result of this event.